Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall. A chest x-ray showed right ventricular (rv) lead placement may have changed. The lead exhibited increased impedance that now measured at high impedance values. Rising thresholds and noise were also noted. The lead remains in use. No patient complications have been reported as a result of this event.